Manufacturer narrative:
H10: according to the complaints database review no further similar issues have been submitted for this unit since its installation in 2015. Based on the collected information and according to results of investigations conducted for previous similar cases, it cannot be excluded that the most likely cause of the issue could be a gas leakage at the level of the cooling unit due to degradation of cooling coil. The wearing of electro-mechanical device that can be originated by the specific use condition at customer site may have contributed to the event.

Event description:
See initial report.

Manufacturer narrative:
A.1, a.5: there was no patient involvement. H10: livanova deutschland manufactures the heater cooler system 3t. The incident occurred in (B)(6) . A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The unit was powered on and ran the temperatures all the way down to verify that the temperature probes were reading accurately: initially all the temperatures were around 23 degrees celsius, then after about 20 minutes the temperatures had only dropped by less than 1 degree celsius; the compressor ran for the full 20 minutes and it was extremely hot to the touch. The unit was placed into service mode to attempt to manually toggle the cooling system on and off: after running the unit for over 1 hour it was determined that the cooling system had failed and was irreparable. The unit needs therefore to be removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler system 3t did not cool down to the set temperatures. The unit was turned off and back on: it was working better, however still not at right temperature. The issue occurred at setup. There was no patient involvement.